Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The hoop, delivery wire, introducer sheath and the main coil were returned for this complaint. One section of the main coil were returned outside that the introducer sheath. The introducer sheath had blood residues. The interlocking arm was detached. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. No more damages were found in the returned device. Functional inspection was performed. The main coil was returned stuck; it was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the delivery wire revealed that the proximal end has a smooth surface and interlocking arm was found kinked. The main coil revealed its zap tip has a smooth surface. The main coil was found kinked and stretched and the interlocking arm was detached. The dimensional inspection of the delivery wire and main coil that could be measured performed and were within specifications.

Event description:
Reportable based on device analysis completed on 15sep2020. It was reported that coil could not be advanced and deployed. The target lesion was located in the superior mesenteric artery and vein. A 10mmx40cm interlock -35 was selected for use. During procedure, a 10mmx40cm coil was deployed and implanted using the 5f non-bsc catheter. A second 10mmx40cm coil was then used, however it could not advanced and deployed into the patient's body but could be withdrawn. The device was removed without any problem. The procedure was completed with another of the same device. There were no complications reported and patient was stable. However, device analysis revealed detached interlocking arm.